Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the rx graftmaster coronary stent graft system instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. The additional graftmaster referenced is being filed a under separate medwatch report.

Event description:
It was reported that this was a planned procedure was to treat a giant and long aneurysm located in the right coronary artery with the placement of three covered stents. During deployment of the first 4.0x19 mm graftmaster stent at 11 atmospheres (atm), the stent moved to the mid of the lesion where it was deployed without any complication. The second 4.0x19 mm graftmaster stent was deployed at 11 atm distally to anchor and appropriately bridge the first stent. The third and proximal stent was then carefully deployed covering the ostium to the level of the aorta at 11 atm. A repeat angiogram revealed an endoleak between the first two overlapping 4.0x19 mm graftmaster stents. A 5.0x20 mm non-compliant balloon was used to post-dilate the area at 15 atm and the final angiogram revealed excellent results with 0% aneurysm and with no endoleak visible. It was also reported that the patient died sometime post procedure due to lung cancer and the death is not related to the graftmaster devices or the procedure. No additional information was provided.